Event description:
It was reported through a remote transmission that the patient's implantable pulse generator (ipg) had suspected evidence of atrial undersensing. There were questions about the programming of the ipg rate as well. The information was reviewed and no reported changes were made and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.